Event description:
It was reported that the lead displayed high impedances and the patient experienced inadequate stimulation. The patient underwent a revision procedure where the lead was replaced. Post operatively the patient was doing well. It is unknown which of the two implanted leads was the one that was revised.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: avista MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7076220.

Manufacturer narrative:
Lead sc-2408-56 sn (B)(6): x-ray inspection revealed that electrodes # 1, 3, 5 of the distal ends have a fractured cable right at the weld nugget. The fractured cable is not exposed. This type of damage typically occurs when excessive tensile force is exerted onto the lead body. Bending the distal end could also cause cable fractures. Lead sc-2408-56 sn (B)(6): lead was not returned for analysis as it remains implanted in the patient.

Event description:
It was reported that the lead displayed high impedances and the patient experienced inadequate stimulation. The patient underwent a revision procedure where the lead was replaced. Post operatively the patient was doing well. It is unknown which of the two implanted leads was the one that was revised.